Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. The device was evaluated by the manufacturer and the oxygen blending module needs replaced to address the issue.